Event description:
Customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect the cartridge o-ring and clean the pneumatic tap area, but the error persisted even after attempting to load a second cartridge. Consequently, technical support decided to replace the pump and send goodwill cartridges. Customer was informed about storage mode and instructed to return the faulty pump within ten days using a pre-paid label. Meanwhile, the customer planned to use multiple daily injections as backup insulin therapy.